Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
During impaction of the poly, the locking tab was damaged and failed to engage.

Manufacturer narrative:
Examination of the submitted sigma stab xlk ins 3 10m found damage to the two anterior locking tabs. The damage indicates the insert was not properly positioned in the tibial tray prior to insertion. A complaint database search finds no additional reports against the complaint sample product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The root cause is attributed to user technique. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.